Event description:
I started presenting radon unknown rashes on my lower back and belly. Within a few weeks I started having hives on arms, inner legs, lower back; cramping when getting my period; a greenish discharge out of my vagina that always tests negative; heavy bleeding; developed a nasty metal taste in my mouth especially when having a glass of wine and when eating fish; then I developed swollen jelly looking on the conjunctiva of the eye which after being in the ER twice the urgent care and ophthalmologist 5 times in a period of 3 month they said it looked like conjunctivitis but not one medicine prescribed brought any comfort or relief for 3 solid months. Then when I went to my regular doctor he found my vitamin d being in an alarming 8. Then I started developing minor cloudiness, dizziness, numbness in my legs, feet, hands and arms; leg pain; massive teeth issues - most of my molars started chipping. I started getting terrible cavities that were deteriorating my teeth really fast; join pain, flu-like symptoms very often with no fever present. Then depression kicked in; insomnia. Within a few months of feeling a bit better I started having chest pains, headaches and migraines which I had never in my life experienced, heart palpitations, anxiety, panic attacks, started having blood clots when having period, fatigue every day, sharp stabbing pain especially on my right side of my abdomen, very painful ovulation that will totally disable me, insomnia.